Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, section b3 was captured 07/13/2023 instead of section b4. Section b4 should be 07/13/2023, and section b3 should be blank, which has been corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.